Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 open sample submitted for evaluation. The reported issue of needle through catheter was not confirmed upon inspection and testing of the samples. Analysis of the sample showed there are multiple inspection points during the production process that are designed to detect this type of defect. Bd determined the root cause is most likely improper handling during use, after opening the package and/or placing the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva diffusics 24g x 0.75 in needle through catheter while introducing catheter it was reported by the customer that start 24g diffusics IV and noted plastic catheter was not around needle. Catheter was bent under and folded back in incorrect direction. Needle was piercing through plastic. Unfortunately, writer did not notice catheter was bent until after puncturing skin on patient. Verbatim: rcc received a complaint via email. Email(s) attached. Incident or problem information. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-07-06. Type of incident/problem: level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): yes. Incident details: went to start 24g diffusics IV and noted plastic catheter was not around needle. Catheter was bent under and folded back in incorrect direction. Needle was piercing through plastic. Unfortunately, writer did not notice catheter was bent until after puncturing skin on patient. Impact of incident: patient had to receive an extra poke. Who was affected? Patient. Device information. Device name/description: catheter IV passive safety non-winged closed system. Yellow 24gax19mm nexiva diffusics. Manufacturer: xxx manufacturer code/model: 383590. Serial or lot number: (B)(6). Expiry date: unknown. Supplier: xxxx. Supplier catalogue number: xxxx. Is device retained: yes. Wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.